Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3: part # 311.44, synthes lot # 5168718, supplier lot # na, release to warehouse date: 06 feb 2006, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the t-handle with quick coupling (p/n:311.44, lot #: 5168718) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the coupler was loose and the etch on the device started to fade and there were scratches on the device but has no impact on the functionality of the device. No other issues were observed with the returned components of the device. Functional test: the functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed tap handle for sm taps and csk. Complaint confirmed? No. Investigation conclusion: the complaint condition is unconfirmed for the t-handle with quick coupling (p/n:311.44, lot #: 5168718). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the t-handle with quick coupling gets stuck when coupled with another instrument, it requires pliers and lubrication to get it apart. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. This complaint involves two (2) devices. This report is for one (1) t-handle with quick coupling. This report is 1 of 2 for (B)(4).